Event description:
Reporter indicated pt was to undergo surgical revision of her vns because of a suspected lead discontinuity. The reporter stated a lead break was visualized on the x-rays. The x-rays have not been sent to the MFR for review. Revision surgery is likely. No serious injury was reported as a result of the suspected lead discontinuity.

Manufacturer narrative:
H6 device failure is suspected, but did not result in serious injury or death.